Manufacturer narrative:
Possible lot numbers: 4076283, 3739113 and 4092492. (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir has caused an increase in "no disposable" alarms. It was reported that the remaining volume in the pump was about 83.94ml. There was no patient injury.